Event description:
It was reported that the vns pt was seen for a follow up visit where it was indicated that the pt was no longer feeling stimulation of the device. The pt reported feeling stimulation six weeks ago. A system diagnostic test was performed, which revealed high lead impedance. The physician programmed the device off, and referred the pt for x-rays to evaluate the continuity of the device. The x-rays were sent to MFR for review, where there were no discontinuities observed on the portion of the lead that was able to be visualized. There was no report of pt trauma or manipulation of the device. The pt subsequently had surgery where intra-operative troubleshooting revealed that the lead was problematic. Therefore, the lead and generator were replaced. The explanted portion of the lead, and the generator are expected to be returned to MFR for analysis. Good faith attempts to obtain add'l info from the treating physician are underway.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.